Event description:
It was reported that the home patient received a high drain 104 alarm on the home choice device. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) The patient did not have a last fill. The technical service representative explained the alarm. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed the homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. All pressures were determined to be correct and stable. A visual inspection determined there were no reported issues. A service history review revealed no previous service events that were related to the reported condition. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.